Manufacturer narrative:
This report is submitted on 30 march 2021.

Event description:
Per the clinic, it was reported that the patient experienced a loss of benefit with device use. Hardware exchange and troubleshooting attempts were made, however; the issue cold not be resolved. Subsequently, the device was explanted (date not reported). It is unknown whether the patient was reimplanted, as of the date of this report.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on jul 13, 2021.